Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was intractable spasticity. It was reported the patient missed an appointment with their doctor to refill the pump and then the device started alarming.